Manufacturer narrative:
It was initially reported that an unknown number of patients had dehiscence of their laparoscopic wounds. Reportedly, these wounds were closed using skin affix. It was added that the reported incidents of dehiscence of laparoscopic wounds were not specific to any user or patients. Despite good faith efforts to obtain additional information, no further patient, product, procedural or event details are available. Per report, the surgeons have switched to using liquid adhesive and steri strips and have had no problems. Due to the reported dehiscence, this medwatch is being filed. The lot number is not available. Companion samples had not been returned for evaluation. A definitive root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that an unknown number of patients had dehiscence of their laparoscopic wounds, which were closed using skin affix.